Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. While the physician was using a spectranetics 16f glidelight laser sheath to aid in lead removal, a small opening was noted in the working length of the glidelight, with red light visible. It is unknown how the procedure was completed, but both leads were successfully removed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Patient's date of birth unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was not returned, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 26 july 2022. G3): the device evaluation and investigation were completed on 28 july 2022. H3): the device was returned and evaluated by a cross functional team. Biologics were observed on the distal tip of the device. A breach to the outer jacket and broken fibers were confirmed 10 cm from the distal tip. The outer jacket appeared burned (darkened, melted and deformed) in this area. There was no additional damage observed along the working length of the device. There was no design, use, or production process issue identified. H6): it was concluded that excessive forces were applied to the device in the region of the broken fibers. Historically, the manufacturer has observed this failure when stress is applied to an area, fibers break and produce laser energy, and a breach in the outer jacket is created. This has been determined to be a use related failure.